Event description:
It was reported that within a day of implant, the right atrial (ra) lead had no sensing evident and no capture. Fluoroscopy confirmed that the atrial lead had dislodged. The ra lead was repositioned and had acceptable sensing and impedance values. It was noted that the patient was in atrial flutter so there was no capture. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.